Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve decreased responsiveness and a cerebral infraction was noted. A computed tomography (CT) revealed a suspicion of an old cerebral infarction in the right coronary epicardium and a subacute infarction in the left frontal lobe. Rehabilitation was required and ultimately the patient was discharge 15 days following the valve implant. It was unknown if the cerebral infarction was related to the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.